Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device was not working due to fluid loss. All components were removed and replaced. No patient complications were reported.